Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic recurrent umbilical hernia repair on (B)(6)2015 and mesh was implanted. On (B)(6)2016, the patient underwent a laparoscopic revision surgery and was found to have recurrent incisional incarcerated hernia and pain, with adhesion complications. No additional information was provided.